Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Evaluation: received one device in unoriginal packaging. Lot numbers were not verified. Performed a visual inspection, the clear sheath is damaged at the distal end of the device. The scope was able to be inserted within the sheath. Based on the product history, there are no confirmed units above the upper limit in the past three months, and it does not indicate a trend, therefore no further investigation is required. A two-year lot history review cannot be conducted as no lot number was provided.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date in (B)(6) of 2021 and the before procedure nurse noticed that the hysteroscope was used. It was reported that the sheath is not good. It was also reported that the device is not possible to insert into the sheath. Upon evaluation of the returned sample it was found that the clear sheath was damaged at the distal end of the device. The scope was able to be inserted within the sheath. Additional information was requested.